Event description:
Two patient urine samples with discrepant creatinine results. Patient 1, initial result gave <0.0 mg/dl; repeat gave 0.3 mg/dl. Patient 2, initial result gave <0.0 mg/dl; repeat gave same result. Sample repeated on 05/21/2008 giving 38.3 mg/dl. Erroneous results were not reported. The customer replaced probes which resolved the issue.